Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device history records review was completed for part# 351.16, lot# 9251157. Manufacturing location: (B)(4), manufacturing date: dec 11, 2014. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibial nailing procedure on (B)(6) 2017, the surgeon was going to use a flexible shaft connector with hand drill but it was found broken. It was unknown when the device broke. The procedure was completed successfully with no delay or patient harm. This case is linked to (B)(4). This report is for one (1) flexible shaft connector for use with hand drill. This is report 1 of 1 for (B)(4).